Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor failed to pair with the ilet after the user entered an incorrect pairing code, resulting in loss of cgm connectivity to the ilet while traveling. Symptoms included no reported adverse physiological effects, and the user reported a blood glucose of 102 mg/dl. Outcomes included the user switching the ilet to blood glucose entry mode and using fingerstick values to continue therapy, with no hospital visit and no interruption to insulin delivery reported. Investigation included internal log review and user-guided troubleshooting. Investigation of this case revealed that the incorrect pairing code entry caused the pairing failure and that re-entering the correct code restored connection. It was concluded that the event was due to use error related to code entry, with device performance otherwise normal.